Manufacturer narrative:
Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a vaginal hysterectomy, bilateral salpingectomy, uterosacral vault suspension, anterior posterior repair, tension-free vaginal tape, cystoscopy, bilateral salpingo-oophorectomy procedure performed on (B)(6) 2021, for the treatment of uterovaginal prolapse and mixed urinary incontinence. After the procedure, the patient was diagnosed with a uterovaginal prolapse and mixed urinary incontinence for which she was scheduled for a total vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral vault suspension, perineorrhaphy, tension-free vaginal tape, and a cystoscopy. On (B)(6) 2021, the patient presented to confirm that she wanted to pursue the mentioned procedure. On (B)(6) 2021, the patient went for a follow-up with the physician. She was still experiencing increased abdominal pain and dysuria. She went to the emergency room the day before ((B)(6) 2021), complaining of abdominal pain. She also complained of pain in her rectum. On june 18, 2021, she reported that she felt like she was making good progress until about a week ago. Then she started feeling sharp pains at her iliac crests bilaterally and a crampy pain suprapubically. She also reported a pulling sensation in her upper abdomen. She has a burning "inside" when she voids. On (B)(6) 2021, the patient went for another post-operative visit and continued to complain of increased post-operative pain. The pain had evolved into a burning in the vagina and suprapubically. There was more tension and tenderness in the levator muscles. There continues to be some anterior vaginal wall tenderness as well. There was a vicryl near the hymen that the physician removed as well. There was no evidence of infection. The patient reported that she had seen a gastroenterologist, but they did not feel that her pain was related to a gi etiology. In july 2021, the patient was still complaining of continued bladder pain and pain that felt like a uti and was burning at the end of her voids. The urine dip was still negative. The pain was more central than the lower quadrant lateral pain that she had prior to her surgery. She stated that she had not felt any improvement in her pain since starting the vaginal valium/baclofen. She felt like she was voiding every hour and twice at night. Per the physician's notes in december 2021, the patient was still having "bladder pain and some suggestion of recurrent infection since that time." At this point, the patient had experienced significant pain, ongoing and recurring urinary tract infections, and urinary dysfunction. She had received a second opinion regarding her complaints, and it was recommended that the mesh be removed. After a discussion of options, the patient agreed to have a cystoscopy with vaginal mesh excision. The physician warned that the sling would still be implanted and pass through the retropubic space, and that if it were to be removed, that would be a much more involved procedure. She was also aware that sling removal could lead to a recurrence of sui and may necessitate additional treatment/surgery. On (B)(6) 2022, just eight months after the mesh implant, the physician performed a vaginal mesh excision and cystoscopy. On february 7, 2022, the patient stated that she felt great since the surgery. She had slight spotting on the day of the procedure and a little bit of discharge, but no other complaints. She was voiding freely without any difficulties. She denied urinary incontinence but had urgency when she needed to void. On may 3, 2022, the patient started to experience sui with coughing, sneezing, and even walking. She was feeling a sense of urgency and frequency. She felt like she needed to void all of the time, and if she waited, she would experience uui. She voided about every 30 minutes during the day and three times at night. In (B)(6) 2022, the patient had a temporary stimulator implanted due to her leaking substantial amounts of urine. In late august, the stimulator was permanently implanted, and the patient reported that it was a lot of work for not a lot of relief. In september 2022, the patient reported that she was no longer leaking substantial amounts of urine, but that the stimulator was still a hassle. She always feels bad and is in constant pain. The injuries caused by mesh include, but are not limited to: - severe pain as a result of the transvaginal mid-urethral advantage fit sling system implantation. Infections; mesh erosion; pain; urinary problems; urinary dysfunction; urinary incontinence; medical expenses; attorney fees; and psychological and emotional injuries resulting from use of the transvaginal mid-urethral advantage fit sling system. Due to the injuries caused by the mesh, the patient is no longer able to perform physically demanding jobs. She lost the ability to participate in activities that she enjoyed, such as going to the beach or lake to go fishing.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a vaginal hysterectomy, bilateral salpingectomy, uterosacral vault suspension, anterior posterior repair, tension-free vaginal tape, cystoscopy, bilateral salpingo-oophorectomy procedure performed on (B)(6) 2021, for the treatment of uterovaginal prolapse and mixed urinary incontinence. After the procedure, the patient was diagnosed with a uterovaginal prolapse and mixed urinary incontinence for which she was scheduled for a total vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral vault suspension, perineorrhaphy, tension-free vaginal tape, and a cystoscopy. On (B)(6) 2021, the patient presented to confirm that she wanted to pursue the mentioned procedure. On (B)(6) 2021, the patient went for a follow-up with the physician. She was still experiencing increased abdominal pain and dysuria. She went to the emergency room the day before ((B)(6) 2021), complaining of abdominal pain. She also complained of pain in her rectum. On (B)(6) 2021, she reported that she felt like she was making good progress until about a week ago. Then she started feeling sharp pains at her iliac crests bilaterally and a crampy pain suprapubically. She also reported a pulling sensation in her upper abdomen. She has a burning "inside" when she voids. On (B)(6) 2021, the patient went for another post-operative visit and continued to complain of increased post-operative pain. The pain had evolved into a burning in the vagina and suprapubically. There was more tension and tenderness in the levator muscles. There continues to be some anterior vaginal wall tenderness as well. There was a vicryl near the hymen that the physician removed as well. There was no evidence of infection. The patient reported that she had seen a gastroenterologist, but they did not feel that her pain was related to a gi etiology. In (B)(6) 2021, the patient was still complaining of continued bladder pain and pain that felt like a uti and was burning at the end of her voids. The urine dip was still negative. The pain was more central than the lower quadrant lateral pain that she had prior to her surgery. She stated that she had not felt any improvement in her pain since starting the vaginal valium/baclofen. She felt like she was voiding every hour and twice at night. Per the physician's notes in (B)(6) 2021, the patient was still having "bladder pain and some suggestion of recurrent infection since that time." At this point, the patient had experienced significant pain, ongoing and recurring urinary tract infections, and urinary dysfunction. She had received a second opinion regarding her complaints, and it was recommended that the mesh be removed. After a discussion of options, the patient agreed to have a cystoscopy with vaginal mesh excision. The physician warned that the sling would still be implanted and pass through the retropubic space, and that if it were to be removed, that would be a much more involved procedure. She was also aware that sling removal could lead to a recurrence of sui and may necessitate additional treatment/surgery. On (B)(6) 2022, just eight months after the mesh implant, the physician performed a vaginal mesh excision and cystoscopy. On (B)(6) 2022, the patient stated that she felt great since the surgery. She had slight spotting on the day of the procedure and a little bit of discharge, but no other complaints. She was voiding freely without any difficulties. She denied urinary incontinence but had urgency when she needed to void. On (B)(6) 2022, the patient started to experience sui with coughing, sneezing, and even walking. She was feeling a sense of urgency and frequency. She felt like she needed to void all of the time, and if she waited, she would experience uui. She voided about every 30 minutes during the day and three times at night. In (B)(6) 2022, the patient had a temporary stimulator implanted due to her leaking substantial amounts of urine. In late august, the stimulator was permanently implanted, and the patient reported that it was a lot of work for not a lot of relief. In (B)(6) 2022, the patient reported that she was no longer leaking substantial amounts of urine, but that the stimulator was still a hassle. She always feels bad and is in constant pain. The injuries caused by mesh include, but are not limited to: - severe pain as a result of the transvaginal mid-urethral advantage fit sling system implantation. - infections; - mesh erosion; - pain; - urinary problems; - urinary dysfunction; - urinary incontinence; - medical expenses; - attorney fees; and - psychological and emotional injuries resulting from use of the transvaginal mid-urethral advantage fit sling system. Due to the injuries caused by the mesh, the patient is no longer able to perform physically demanding jobs. She lost the ability to participate in activities that she enjoyed, such as going to the beach or lake to go fishing. **additional information received on august 3, 2023: during the implant procedure on (B)(6) 2021, the endopelvic fascia was perforated with the trocar tip and passed through the space of the retzius. It was brought out through the anterior abdominal fascia approximately 2 cm lateral of the midline just above symphysis. Cystoscopy was repeated and blue trocar sleeves were visible within the bladder bilaterally. Attempts at redirecting was difficult; therefore, the sleeves were removed, the bladder drained, and the process was repeated. Upon repeat cystoscopy, the sleeves could be seen passing through the space of retzius outside the bladder. There was no evidence of bladder perforation. The procedure was then completed, and the previous punctures were hemostatic. Findings noted were ni uterus, tubes, and ovaries, bulky elongated cervix, bilateral ureteral spill prior to and following tying vault suspension stitches. On (B)(6) 2022, the patient was diagnosed with overactive bladder, recurrent urinary tract infection (uti), interstitial cystitis/painful bladder syndrome and requested mesh removal. She then underwent removal of vaginal portion of tension-free vaginal tape (tvt) mesh and cystoscopy. About 8cm of sling was removed (all vaginal mesh below endopelvic fascia). Findings include: normal appearing bladder with no cystotomy or foreign bodies. Bilateral ureteral efflux. Normal appearing urethra.

Manufacturer narrative:
Blocks a2: date of birth, b3, b5 and h6: patient codes have been updated based on the additional information received on august 3, 2023. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: the following patient codes capture the reportable events below: e2006 - erosion. E2330 - pain. E1002 - abdominal pain. E1310 - urinary tract infection. E1906 - infections. E1311 - urinary dysfunction. E0206 - psychological and emotional injuries. E1301 - dysuria. E1705 - burning sensation. The following impact codes capture the reportable events below: f1202 - unable to perform certain physical activities. F1905 - mesh excision. F1901 - implanting of temporary and permanent stimulators. F2303 - valium/baclofen.